Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01813. This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: "portable" ap view demonstrates a right hip arthroplasty and incompletely visualized lateral plate and screw fixation. There is no dislocation but there is eccentric position of the femoral head within the cup reflecting polyethylene wear. There are two surgical drains. The plate and screw fixation is intact. Bone quality is osteopenic. The second ap view demonstrates a superolateral dislocation. There is no fracture. Plate and screw fixation is intact. Bone quality is osteopenic. The complaint was confirmed based on the evaluation of the provided medical image. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported a patient underwent a hip revision approximately 25 years post implantation due to a dislocation. The head and liner were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.